Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5087169, that a patient with unknown age, sex, and race underwent unspecified breast surgery with unknown gel breast implant and was presented with capsular contracture; baker grade unknown on one side, and leaking on the other side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s side with pain (capsular contracture; baker grade unknown).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient experienced bilateral breast implant rupture, bilateral capsular contracture; baker grade unknown, and generalized illness including inflammation of the arteries, high sedimentation rate, and feeling like dying. This report is for one of the two effected sides. Manufacturer¿s reference number: (B)(4).